Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that pump had blank display and button error. The customer¿s blood glucose level at the time of incident was 130 mg/dl. The customer was assisted with troubleshooting and the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump passed self test and displacement test. The insulin pump was monitored for 24 hrs and no unexpected display anomalies including blank display anomaly were noted. No damage on the lcd isolation tape noted. The insulin pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. The insulin pump was received with minor scratched display window and case. Unit received with stained end cap sticker.